Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the delivery catheter found that the hypotube was kinked at 79cm distal to the strain relief. The distal extrusion was kinked at 6.1cm distal to the port. This kinking on the shaft is consistent with excessive force having been applied to the shaft. The stent was detached from the balloon and was returned in a plastic container. The stent appeared to be slightly compressed at one end. There was no evidence of any stretching along the length of the stent. An examination of the balloon found a clear impression of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. While attempting to insert the 4.50x20mm liberte bare stent delivery system (sds) into the unspecified sheath, the stent dislodged from the stent delivery balloon. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. While attempting to insert the 4.50x20mm liberte bare stent delivery system (sds) into the unspecified sheath, the stent dislodged from the stent delivery balloon. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.